Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming functionality testing. Upon investigation the distribution node (dn) to rear te cable was pulled from the strain relief. The cause of the failure was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non-functional.